Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, a component disengaged into patient's cavity. The surgeon was unable to retrieve the component. The hospital has reported no patient injury occurred.